Event description:
In late 2008, the patient's husband reported the patient's blood glucose readings yesterday were slightly elevated but she was able to decrease it to her target range of 100-125 mg/dl. This morning she woke up with a reading of 125 mg/dl and at 1 pm her reading was in the high 200's mg/dl. At 3:30 pm it was 420 mg/dl and she bolused 12.4 units of insulin. At 5:20 pm her reading was 290 mg/dl when she decided to call for assistance to change the insulin cartridge of her infusion device. The patient and her husband was assisted with properly changing the insulin cartridge and priming the infusion set. Her husband stated the patient may have had "holiday sweets" for which she didn't bolus but she could not remember. The bolus history on her device was checked and showed 2 boluses for the day. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be retuned for evaluation.